Event description:
It was reported that after applying a new libre 3 plus sensor and receiving an activation successful message, the ilet continued to display ¿pairing with sensor¿ without showing a warmup countdown until the user rescanned the sensor, after which the warmup timer appeared and pairing completed. Symptoms included no clinical effects. Outcomes included no functional impact beyond a brief delay in sensor pairing and no alerts or alarms. Investigation included guided troubleshooting and user education to rescan the sensor to confirm start and establish communication. Investigation of this case revealed that the pairing delay was resolved through rescanning, indicating successful device-to-sensor communication with no ongoing device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or communication synchronization that resolved with standard troubleshooting.